Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l57854, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Information was received from a device manufacture representative in regard to a patient that was receiving bupivacaine (2.5mg/ml, 0.8334 mg/day, unknown lot number), clonidine (0.2 mg/ml at 0.06667mg /day, unknown lot number) and morphine (20mg/ml at 6.667 mg /day, unknown lot number) via an implantable infusion pump. The pump indication for use (IFU) was listed as non-malignant pain and chronic low back pain. The representative reported that a motor stall was seen at initial interrogation of the patient's pump. The patient had an MRI over a year prior, but had not had an MRI recently. The motor stall occurred at (B)(6) 2015 at 0828 and recovery occurred at (B)(6) 2015 at 0541. Another motor stall occurred on (B)(6) 2015 with additional stalls and recoveries in the event logs. It remains unknown if the motor stall had resolved. The cause of the motor stalls was not reported. No reported symptoms occurred and the patient was taking unknown oral medication. Follow-up has been conducted, but was not available at the time of the report; if additional information becomes available a supplemental file will be submitted.